Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, immediately after the hemopro was plugged in, the jaws glowed red and started to burn. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the two extension cables in question. Please refer to 2242352-2013-00738 for the hemopro device used in this case. Refer to MFR report # 2242352-2013-00740 for related report.